Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) had to go to the hospital on friday to have their heart stopped, their heart was shocked because they still had an irregular heartbeat, their heart was racing. Patient said they turned their therapy off for the procedure and they have not been able to turn it back on since then. Patient services (pss) worked with the patient to try to use their equipment to synch with their implant and patient reported seeing: no device response. Patient tried to restart the handset and communicator but got the same message. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient's provider confirmed the inability to turn therapy back on and no device response was caused by cardioversion. It's suspected the implantable neurostimulator (ins) sustained failure as a result of the cardioversion. The patient will need a replacement immediately, however, provider and staff are still working on finding a new deep brain stimulation (dbs) provider for the patient.

Event description:
Additional information was received from mdt rep. The rep called to repeat original report of a percept pc that became non-responsive following a cardioversion on june 28th, 2024. Rep met with patient and could not interrogate their device with the clinician tablet or patient programmer. Tech services reviewed that the implantable neurostimulator (ins) would need to be replaced. Rep confirmed that patient did turn off the ins before the procedure. Rep stated that there was a pad that was placed lower mid-chest, so they are not sure if that played a part in this event. Rep indicated they will send the ins in for analysis after it is explanted. The device was replaced on september 23rd, 2024. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.